Event description:
During a programming session, the lead exhibited high impedance readings. During an exploratory procedure, it was determined that the lead was fractured. The patient's system was replaced.